Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sus voluntary event report (mw5065690) reported : patient had total knee replacement in 2016. The device used was a stryker device. In (B)(6) 2016 patient had issues that included pain and the inability to walk without a cane and now has to use a walker. This had been a very difficult situation for the patient. Through additional testing and x-rays, the surgeon indicated that the device has been loosened. Now patient will go back for corrective surgery.

Manufacturer narrative:
Received confirmation providing implant information. The devices involved in the reporting incident are not manufactured by stryker.

Event description:
Sus voluntary event report (mw5065690) reported : patient had total knee replacement in 2016. The device used was a stryker device. In (B)(6) of 2016 patient had issues that included pain and the inability to walk without a cane and now has to use a walker. This had been a very difficult situation for the patient. Through additional testing and x-rays, the surgeon indicated that the device has been loosened. Now patient will go back for corrective surgery.